Event description:
It is reported that the handle is falling apart.

Manufacturer narrative:
Evaluation summary: the exact cause for current situation is unk. Evaluation codes: energy dispersive spectroscopy analysis of the handle showed carbon (c) and oxygen (o) peaks in the spectrum, typical of a copolymer material. It appears that mechanical properties have been affected due to subjecting the device to harsh cleaning chemical agents. This, in conjunction with mechanical impact, could have further attributed to the existing situation. Exact details on cleaning methods are not available. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for mfrs guidance document published by the FDA.